Event description:
It was reported that the customer experienced a low blood glucose (bg) level low as 50 mg/dl. Reportedly, the customer administered a large bolus in the middle of the night. Customer consumed carbohydrates to address bg. Customer reverted to an alternative method of insulin therapy. Customer's blood glucose was 249 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus. H3 other text : device not returned.